Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic partial resection of the small intestine, after the fourth firing was complete, the nurse found the screw-like part of the instrument on the table. It is confirmed that the screw, located in the base of the upper jaw, came off. The patient's cavity was examined by x-ray and no foreign material was found. No further information was made available.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A component is disengaged. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no enhancements or improvements are warranted at this time; however, a retraining activity was generated as a result of the investigation into this condition. Visual testing of the returned product confirmed the reported condition. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis established a relationship between a device failure and the reported incident of component disengaged. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).